Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event: it was reported that during an unspecified spine surgery, it was discovered that when the foot control device, console device and motor device were being used together, an e5 error code was observed. It was reported that a second motor device was used and did not work. It was reported that there was a five minute delay and no spare device was available for use. It was reported that the user used a different option and the surgical procedure was completed successfully. The reporter did not provide any information regarding the different option used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.